Event description:
Pump display was reported to be frozen, and caller could not resolve issue using the button alarm. There was no reported impact to the customer¿s blood glucose level. Customer attempted a pump reset following complete reset information provided by tandem but without success, leading to the replacement of the pump by tandem technical support. Caller was instructed to use multiple daily injections as a backup therapy and acknowledged instructions for returning the malfunctioning pump using a pre-paid label.